Event description:
Premature infant with PICC cultured positive for staphylococcus epidermidis (staph epi).======================manufacturer response for stopcock set, 62" ultra-microbore stopcock set (per site reporter).======================manufacturer took all of same lot# and replaced with new lot#.